Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026 at 10:18 p.m. The patient's blood glucose levels reached 600 mg/dl while wearing the pod on the leg between 4 and 24 hours. Symptoms reported include redness and swelling at the insertion site. The patient did not report any diagnosis. The patient was treated with insulin intravenously. The patient was sent home on 04may2026 at 3:00 a.m.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.